Manufacturer narrative:
An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that the monopolar curved scissors (mcs) was damaged out of the box. The plastic was chipped at the distal tip of the instrument which inhibits the application of the mcs tip. There was no reported patient involvement.